Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during an unspecified therapeutic procedure the endoscopic image became abnormal and the error e226 which indicated the scope communication error was displayed. The user facility cycled the power of the subject device and completed the intended procedure with the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated and found that the failure of the electrical circuit board. The electrical circuit board had the function of the endoscope detection. Therefore, it was considered that the malfunction of the endoscope detection due to the failure of the electrical circuit board caused the communication failure between the subject device and the endoscope. Consequently it was considered that the error e226 occurred. The failure of the electrical circuit board might be attributed to the accidental failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.